Manufacturer narrative:
Investigation is pending.

Event description:
On (B)(6) 2016, a telephone call was received from a nurse of a patient, stating that she has concerns with results since the patient is never in her therapeutic range (2.5 - 3.5). The nurse states that the patient is not concerned but would like this issue to be addressed. Upon further investigation by alere, (B)(4) the following chronological information was received. The patient has been testing for >20 years. The cardiologist has been adjusting her coumadin almost on a weekly basis. The nurses question whether the patient is taking her medications but the patient reports that she sets her alarm to take medications at the same time every day. (B)(6). It was reported that the cardiologist has been adjusting the patient's coumadin almost on a weekly basis, which could explain the variance between the above referenced inr result. However it could not be verified when these adjustments were made in regards to the above inr results. It was reported that depending on difficulty of the finger stick, the patient may "milk" the finger, add multiple drops, or stick same finger but different area; however, the patient believes that the technique is not important because she has used the same technique for many years. There was no comparative laboratory inr testing performed. There was no reported adverse patient sequela and no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. As a result, in-house retain testing was performed with retains of strip lot 384368a. During in-house investigation, an impedance curve with a weak slope change was observed. This weak slope change was not related to the customer's monitor or customer's results. Discrepant results caused by weak slope changes are related to the software present in the monitor; this issue was addressed in CAPA-(B)(4). Although discrepant results were observed during in-house testing, an analysis of all in-house testing results for lot 384368a determined that the lot met expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. Improper customer techniques were identified in the complaint; these cannot be ruled out as the cause of the unexpected results.